Manufacturer narrative:
This report is being field under exemption (B)(4) by arjo hospital equipment ab on behalf of the importer arjohuntleigh, inc. Additional information will be provided upon completion of the manufacturer's investigation. (B)(4).

Event description:
It was initially reported by company representative that the resident received a skin tear during lowering by lift. The caregiver was transferring the resident from the bed to the wheelchair. She said that the resident was completely lowered in the chair and she released the button. She turned around to get something and when she turned back around, the hanger bar was on the residents arm. When she raised the lift, she saw the skin tear. The nurse at the facility bandaged the skin tear. The resident was not sent out for treatment. Function test showed that the lift was to OEM specification. It was not possible to recreate this event. During the interview, the c.n.a made a comment to that the aids sometimes use the emergency lowering switch to lower the lift when the battery is low and it will not lower with the handset or the console buttons. The company representative was not told if they were using the emergency lowering switch at the time of the incident.